Manufacturer narrative:
Device expiration date is unknown. The cartridge was not returned, however, the lens was received and evaluated. The lens was returned dry and a haptic was torn off from the optic and missing. Evaluation method: lot order search. A lot order search was performed and there were no similar complaints founds. Conclusion: based on the complaint history, lot order search and evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the cc4204a collamer single piece lens tore as it was emerging from the cartridge. There was patient contact but no injury. The lens was removed and replaced with another same model lens without any injury to the patient. The reporter stated the event was due to a cartridge malfunction.